Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized on one occasion and treated by paramedics on another due to hypoglycemia. The customer's blood glucose reading was 27 mg/dl at the time of the first event. The insulin pump was unresponsive at the time of the report. Nothing further was reported.